Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During activation, the patient had no hearing sensation on 7 electrodes. Before activation the patient underwent two ear cleanings as the ear drum was not healing after the implantation surgery.

Manufacturer narrative:
Conclusion:based on the received information, the active electrode array was most likely pulled out of cochlea during ear cleaning procedures, which had been carried out as the ear drum was not healing properly. As per implant registration card, a full insertion was achieved during initial implantation, but a CT scan performed at a later point in time confirmed that some electrode channels were out of cochlea. The active electrode array has been successfully re-inserted during revision surgery. In-situ measurements are within normal limits. No further information has been received. This is a final report.

Event description:
During activation, the patient had no hearing sensation on 7 electrode channels. Prior to activation the patient underwent two ear cleanings as the ear drum was not healing after the implantation surgery. A full insertion of the electrode array was reported at implantation. On (B)(6) 2016, the patient underwent a revision surgery to reinsert the electrode array. The re-inserted array was reportedly securely in place.